Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had their complete system replaced; leads and implantable neurostimulator (ins). The manufacturer's representative (rep) stated she had an older system and they believed there was a possible lead fracture but it could not be seen. The physician was unable to determine the cause of the patient's complaint of overstimulation because she felt it when the ins was programmed off. The patient was doing well with the new system and had good pain control as far as he knew.

Event description:
It was reported that the patient felt like stimulation ¿kicked on full blast¿ the day prior to the report, and she was unable to turn stimulation off with the patient programmer (pp). The patient¿s back pain and sciatic nerve pain returned the day prior to the report with the change in stimulation. Sometimes she knew the stimulator was on and sometimes she couldn¿t feel stimulation but yesterday when it kicked on the stimulation feeling was strong. It was noted that the patient had always run the stimulator the same way since 2008 (when the device was implanted). The pp battery was replaced the day prior. When she pushed the stimulation off button on the pp it made one beep and displayed the yellow light on the back of the pp that indicated stimulation was off. The implantable neurostimulator (ins) and pp battery lights were displayed. When pressing the down arrows to decrease stimulation the pp would make three beeps. She only pressed the arrow buttons on the pp to turn stimulation down and the pp made three beeps. It was reviewed that the pp seemed to be working correctly since when the off button was pressed it was communicating with one beep and displaying the stimulation off light. It was recommended to interrogate the device with the clinician programmer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3487a-33, lot# j0125539v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3487a-33, lot# j0125527v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3487a-33, lot# j0125539v, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: extension. Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: extension. Product ID 3487a-33, lot# j0125527v, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. Product ID 3487a-33, lot# j0125539v, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. Product ID 3487a-33, lot# j0125527v, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead.